Manufacturer narrative:
Pc-000191668 date sent to the FDA: 07/12/2018 additional patient codes:3191- voiding dysfunction additional device codes: 3191- mesh contracture additional information: additional information was requested and the following was obtained: ¿ date of initial surgical procedure 2008 ¿ what were current symptoms following the index surgical procedure? Yes onset date? Within 12 months ¿ can you please clarify if a prolift or a tvt obturator was implanted? No data as implanted elsewhere ¿ product code and lot number? No data as implanted elsewhere ¿ what is physician¿s opinion as to the etiology of or contributing factors to this event? Mesh contracture and postmenopausal status of patient ¿ any concurrent procedure/device implantation? No ¿ were there any intra-operative complications? Op not performed yet ¿ mesh exposure symptoms and diagnostic confirmation? - symptoms of mesh exposure with dyspareunia previous sub-total hysterectomy with anterior and posterior repair in 2005 followed by anterior prolift mesh repair in 2008 and subsequent excision of cervix and anterior repair and posterior wall later on that year. Three further episodes of eua and mesh excisions in 2009 and 2011 symptoms of a possible over active bladder symptoms of feeling something sharp in the vagina. Her partner can feel something at intercourse as well. There is no vaginal discharge or bleeding. She has no symptoms of stress urinary incontinence although has symptoms suggestive of an over active bladder and possible incomplete voiding. She has been on detrunorm which has not improved her symptoms. Previous urodynamics were normal. Clinically there are two areas of mesh exposure both in the mid-line approximately 0.5 cm in diameter and further 2 cm area of granulation tissue which is most likely a mesh exposure as well. These areas are between 3 and 6 cms from the introitus. The vagina was quite tender across the sites of the mesh and in both obturator internus muscles. I will arrange for her to have some video urodynamics and flexible cystoscopy. I will also discuss her at our mdt. I have explained that she is likely to need the mesh excision in it¿s entirely although the deeper mesh arms in the groins are unlikely to be retrieved. ¿ what is the patient's current status? In pain and will require mesh excision

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced vaginal mes exposure with persisting vaginal pain after multiple attempts to excise the mesh. The patient is due for complete mesh excision. No additional information has been provided.